Event description:
A nurse reported a fluid leak from the catheter extension set. The leak occurred during fill. The pt continued to finish treatment. Prophylactic vancomycin, gentamycin and ceftazidime were administered. The patient's effluent remained clear.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed with a small hole in the tubing. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification. Associated MDR's: 8030665-2013-00948, 00949, 00950, 00951 and 00952.